Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing neurovascular procedure, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has stopped. Review of system log file identified the malfunction. Upon troubleshooting, fse found that the flexvison pc was not working properly, and the philips engineer reinstalled the os and application on flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.